Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The philips repair bench identified that the status log showed an error message related to the power pca. There was no patient involvement.